Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9262113. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: the 67-year-old female patient was admitted to the hospital with gastritis at 08:00 on (B)(6)2010 due to repeated upper abdominal pain for several years. After admission, the outer package was opened when the nurse used a closed intravenous indwtration needle for intravenous puncture at 10:00 on (B)(6) 2010. A few cracks were found in the injection, suction and suction device, which was immediately replaced without causing any damage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged. The following information was provided by the initial reporter: the (B)(6) female patient was admitted to the hospital with gastritis at 08:00 on (B)(6) 2010 due to repeated upper abdominal pain for several years. After admission, the outer package was opened when the nurse used a closed intravenous indentation needle for intravenous puncture at 10:00 on (B)(6) 2010. A few cracks were found in the injection, suction and suction device, which was immediately replaced without causing any damage.